Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the implantable neurostimulator was loose in the pocket and there was also heat coming from the pocket. The heat was described as a constant heat which increased with recharging and when stimulation was off, the issue subsided. The implantable neurostimulator had discharged at the time of replacement as it had been about 4 weeks since the patient had recharged. The health care provider decided to replace the implantable neurostimulator, and the manufacturer representative was unsure if the health care provider did a test for infection. There was no trauma or fall associated with the issue. The replacement occurred on 2018-(B)(6). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were told that someone from the manufacturer would contact them within 3 days after leaving the hospi tal, but no one has contacted them. The patient stated that they are having problems, and their follow-up with the surgeon isn¿t until (B)(6) 2017. They mentioned that their settings were on zero, but they had called on (B)(6) 2017 to have settings a, b, and c activated. The patient stated that settings a, b, and c are all in the same spot. They indicated that they are targeting their inner left knee, which is not where their pain is. The patient also mentioned that their kidneys are killing them, and that their implantable neurostimulator (ins) site seems to be getting hot. They noted that they turned the ins off, because they could not lay on their left side, as they felt electrocuted. The patient stated that all of their muscles were spasming across their back. They also stated that their ins site is getting bigger; more swollen. The patient mentioned that turning off stimulation resolved the problems, but their kidneys are still sore. The patient was to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for failed back surgery syndrome and spinal pain.